Event description:
It was reported that there was high left ventricular (lv) threshold. It was also noted by x-ray that the lv lead had come back into the main coronary sinus. It was medical judgment to cap and replace the lv lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.